Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the chair is pulling hard to the right and the chair will not turn to the left.